Manufacturer narrative:
Supplier lot reported as (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was noticed the handle was broken on a cervical spine locking plate (cslp) self-retaining screwdriver. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Complaint (B)(4) was found to be duplicate of complaint (B)(4). All complaint information will be captured on (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) was found to be duplicate of (B)(4). All complaint information will be captured on (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, it was noticed the handle was broken on a cervical spine locking plate (cslp) self-retaining screwdriver. The device had come out of central sterilization (cs) when the breakage was noticed.